Manufacturer narrative:
The device has been received and is currently undergoing visual and mechanical evaluation. A report will be provided once the investigation is completed.

Event description:
The user facility reported to the distributor that catheter was zeroed prior to insertion. Monitoring was successfully conducted for five days. On the sixth day of monitoring, error code "e01" was displayed. No patient injury was reported. The patient was not in transit.